Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving 1240.0mcg/ml fentanyl at 350.1mcg/day, 434.0mcg/ml clonidine at 122.53mcg/day, and 15.7mg/ml bupivacaine 4.443mg/day via an implantable infusion pump for spinal pain. It was reported that the patient heard the pump alarming every 15 minutes and it sounded like the critical alarm. The hcp reported they interrogated the pump and the attention dialogue box showed a pump memory error and alarm data invalid under the critical alarm interval and noncritical alarm interval on the alarm tab. The hcp reported that the programming was accurate, such as the concentration, dosing, elective replacement indicator, and reservoir volume. The hcp confirmed they were using the correct software card. The hcp updated the alarm intervals and then updated the pump. This was done and the pump status after the update was showing all the correct values. The hcp interrogated with a different programmer and all the programming was accurate. The patient had no therapy issues and no symptoms were reported. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from healthcare professional (hcp). It was reported that the cause of pump memory error was not determined. There were no symptoms that patient experienced related to the event. The hcp reprogrammed the pump volume after putting in pump alarm and re-read the pump on (B)(6)2017. Alarm interval was re-entered. At the time of this report, issue was resolved and patient weight was (b)(60lbs. No further complications were reported. Refer to pe (B)(4) for details pertaining to the catheter aspiration event.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8840 ,lot# serial# unknown, product type: programmer, physician. Product ID: 8870, lot# serial# unknown, product type: software. If information is provided in the future, a supplemental report will be issued.